Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 37 mg/dl. Reportedly, customer believes the cause to be the pump settings as customer's healthcare provider changed settings recently, and customer believes the changes were too strong. Bg was addressed via consumption of carbohydrates and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.